Manufacturer narrative:
Sanofi company comment dated 16-mar-2023 : follow up information does not change the previous case assessment. This case involves unknown age male patient who reported increased swelling(left knee), extreme pain(left knee) and edema(left knee) while being treated with hylan g-f 20, sodium hyaluronate. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Edema(left knee) [edema knees] increased swelling(left knee) [injection site joint swelling] ([condition aggravated]) extreme pain(left knee) [aching (l) knee]. Case narrative: initial information received from united states on 08-mar-2023 regarding an unsolicited valid serious case received from a patient. This case was linked with (B)(6) (multiple device suspect used for the same patient) (right knee). This case involves an unknown age male patient who reported increased swelling (left knee), extreme pain (left knee) and edema (left knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concurrent conditions and concomitant medication(s) and family history were not provided. Patient had both knees injected on (B)(6) 2022 with synvisc-one but didn't have this reaction. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee at a dose of 6 ml 1x (once), intra-articular (lot no.- crsl039, expiry date: 30-sep-2025, strength: 48mg/6ml) for osteoarthritis. The office staffer was calling to report an ae (adverse event) on a patient using the synvisc one, he had a reaction and had to be seen by hcp (healthcare professional). Staff says the injection was given in both knees on (B)(6) 2023 and he reported increased swelling (injection site joint swelling; condition aggravated), extreme pain (arthralgia) (onset: (B)(6) 2023; latency: same day) and has never had this reaction before, one knee worse than the other knee. On (B)(6) 2023 after the latency of 11 days the patient was seen with noticed edema (oedema peripheral) given oral steroid medrol dose pack and had a steroid injection. Action taken was not applicable for all events. Corrective treatment: the patient was treated with methylprednisolone (medrol dosepak), oral steroid, and had a steroid injection for oedema peripheral, not reported for rest of the events. At time of reporting, the outcome was unknown for all events. Seriousness criteria: the (oedema peripheral) event was leading to intervention. A product technical complaint (ptc) was initiated on 06-mar-2023 for synvisc one (lot no.-crsl039, expiry date: 30-sep-2025) with global ptc number (B)(4). The sample status was not available. Ptc was set in process and results were pending for the same. Additional information was received on 06-mar-2023 from healthcare professional (quality department). Global ptc number along with strength was added. Text amended accordingly.

Event description:
Edema(left knee) [edema knees]. Increased swelling(left knee) [injection site joint swelling] ([condition aggravated]). Extreme pain(left knee) [injection site joint pain]. Case narrative: initial information received from united states on 08-mar-2023 regarding an unsolicited valid serious case received from a patient. This case was linked with 2023sa079802 (multiple device suspect used for the same patient) (right knee). This case involves an unknown age male patient who had a hylan g-f 20, sodium hyaluronate [synvisc one] reported increased swelling (left knee), extreme pain (left knee) and edema (left knee). The patient's past medical history, medical treatment(s), concurrent conditions and concomitant medication(s) and family history were not provided. Patient had both knees injected on 19-aug-2022 with synvisc-one but didn't have this reaction. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee at a dose of 6 ml 1x (once), intra-articular (lot no.- crsl039, expiry date: 30-sep-2025, strength: 48mg/6ml) for osteoarthritis. The office staffer was calling to report an ae (adverse event) on a patient using the synvisc one, he had a reaction and had to be seen by hcp (healthcare professional). Staff says the injection was given in both knees on 23feb2023 and he reported increased swelling (injection site joint swelling; condition aggravated), extreme pain (injection site joint pain) (onset: 23-feb-2023; latency: same day) and has never had this reaction before, one knee worse than the other knee. On 06-mar-2023 after the latency of 11 days the patient was seen with noticed edema (oedema peripheral) given oral steroid medrol dose pack and had a steroid injection. Action taken was not applicable for all events. Corrective treatment: the patient was treated with oral steroid methylprednisolone (medrol dosepak), and had a steroid injection for oedema peripheral, not reported for rest of the events. At time of reporting, the outcome was unknown for all events. Seriousness criteria: the (oedema peripheral) event was leading to intervention. A product technical complaint (ptc) was initiated on 06-mar-2023 for synvisc one. Batch number: crsl039 expiration date: 30-sep-2025, global ptc number: 100308433. The sample status of the ptc was not available. Ptc stated: complaint: based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Defect class has been updated to ii. The production and quality control documentation for lot crsl039 expiration date (2025-09) was manufactured on 26oct22 packaged 16695 singles was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot/ batch record review & lot frequency analysis for lot crsl039 no CAPA is required. As of 27mar2023 there are 3 complaints on file for lot crsl039 and all related sublots. 3 complaints are on file for lot crsl039: (2) adverse event reports and (1) syringe broken before use. Sanofi will continue to monitor complaints and trending to determine if a CAPA (corrective action and preventive action) is required. Final investigation complete date: 13-apr-2023. Summarized conclusion for this case is no no assessment possible. Additional information was received on 06-mar-2023 from healthcare professional (quality department). Global ptc number along with strength was added. Text amended accordingly. Additional information was received on 13-apr-2023 from quality department. Ptc details added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 08-mar-2023 : this case involves unknown age male patient who reported increased swelling (left knee), extreme pain (left knee) and edema (left knee) while being treated with hylan g-f 20, sodium hyaluronate. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Edema (left knee) [edema knees]. Increased swelling (left knee) [injection site joint swelling] ([condition aggravated]). Extreme pain (left knee) [aching (l) knee]. Case narrative: initial information received from united states on 08-mar-2023 regarding an unsolicited valid serious case received from a patient. This case was linked with 2023sa079802 (multiple device suspect used for the same patient) (right knee). This case involves an unknown age male patient who reported increased swelling (left knee), extreme pain (left knee) and edema (left knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concurrent conditions and concomitant medication(s) and family history were not provided. Patient had both knees injected on (B)(6) 2022 with synvisc-one but didn't have this reaction. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection in the left knee at a dose of 6 ml 1x (once), intra-articular (lot no.- crsl039, expiry date: 30-sep-2025, strength: unknown) for osteoarthritis. The office staffer was calling to report an ae (adverse event) on a patient using the synvisc one, he had a reaction and had to be seen by hcp (healthcare professional). Staff says the injection was given in both knees on (B)(6) 2023 and he reported increased swelling (injection site joint swelling; condition aggravated), extreme pain (arthralgia) (onset: on (B)(6) 2023; latency: same day) and has never had this reaction before, one knee worse than the other knee. Consumer was seen today with noticed edema (oedema peripheral) (onset: on (B)(6) 2023; latency: 16 days), given oral steroid medrol dose pack and had a steroid injection. Action taken was not applicable for all events. The patient was treated with methylprednisolone (medrol [methylprednisolone]) ,oral steroid, and had a steroid injection for oedema peripheral, not reported for rest of the events. At time of reporting, the outcome was unknown for all events. The (oedema peripheral) event was leading to intervention. A product technical complaint (ptc) was initiated, and the results were pending for the same.